Manufacturer narrative:
Report number: 1038671-2024-04252. This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance as stated in the experience report. Other contributing factors may be patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): a429693 308-01-08 - 8x80mm distal stem modular cemented a335126 308-05-19 - distal fixation ring ha 19.5 b032561 308-10-00 - med prox body +0 a325338 308-10-50 - 50mm middle segment modular b124301 308-10-75 - 75mm middle segment modular 7092779 308-16-25 - taper locking screw 125 b047306 320-10-00 - equinoxe reverse tray adapter plate tray +0 b118905 320-15-01 - eq rev glenoid plate b020949 320-15-05 - eq rev locking screw b077425 320-20-00 - eq reverse torque defining screw kit s532378 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm b080187 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm b019474 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s525734 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm a464891 321-20-00 - equinoxe reverse shoulder drill kit a920763 321-52-09 - 3.2mm k-wire, trocar tip.

Event description:
It was reported that this patient's right shoulder was revised approximately one months post operation. Hrp was dislocating due to lack of soft tissue tension. Patient revised to exactech devices: liner and glenosphere were upsized to 42mm. Patient was last known to be in stable condition following the event. Product not returning: discarded at the hospital.